Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced cannula breakage and product damage during use. The following information was provided by the initial reporter: when the nurse injected to the patient, the needle broke or detached and the needle remained in the patient's skin. The broken needle was taken out. No health hazard occurred.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced cannula breakage and product damage during use. The following information was provided by the initial reporter: when the nurse injected to the patient, the needle broke or detached and the needle remained in the patient's skin. The broken needle was taken out. No health hazard occurred.

Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample and five photos were returned from lot. No. 8338563, cat no. 320136. Visual examination was carried out on the returned sample and photos and it was observed that the patient end of the cannula was broken, no shield was returned and there was no indentation on the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No manufacturing related issues were observed on the returned sample/photos therefore no root cause can be identified.